Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the looseness in the light guide connector was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, an olympus asset with no reported complaint, to the service center for a separate issue. During the evaluation, the service technician observed looseness in the light guide connector. There was no patient involvement.